Manufacturer narrative:
H4. Device MFR date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was cassette not attached error. The event occurred during self test.

Manufacturer narrative:
D4 - model #, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found related to the complaint. The event history log (ehl) was reviewed. The alarm related to cassette not attached properly was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The downstream occlusion (dso) and upstream occlusion (uso) tests were performed and was found that the pump failed the tests. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective dso sensor.